Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip delivery system (cds) pushing air into the steerable guide catheter (sgc) during insertion requiring aspiration. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. While inserting the clip delivery system (cds) into the steerable guide catheter (sgc), air entered the chamber. The clip with the introducer was removed and the sgc was aspirated. The cds was inserted into the sgc and air got in the chamber again. The cds was removed and exchanged for a new one. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported leak at the clip introducer and observed a tear in the silicone valve inside the clip introducer. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported leak appears to be due to the observed tear in the silicone valve. A cause for the observed tear in the silicone valve could not be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.